Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an occlusion alert on the insulin delivery system, changed all supplies, and later observed a blood glucose of 242 mg/dl with horizontal trend arrows following a meal; the event was associated with an insulin occlusion and addressed through troubleshooting and education. Symptoms included elevated blood glucose without acute clinical sequelae. Outcomes included no hospitalization, no professional medical intervention, no backup therapy use, and no ketone testing. Investigation included user interview and follow-up. Investigation of this case revealed that the cause of hyperglycemia was unclear after supply changes and no evidence of continued occlusion or leakage was identified. It was concluded that the event was related to hyperglycemia with unclear cause and that the device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.